Event description:
Boston scientific neurovascular was made aware that during a procedure of a pt present with a middle cerebral artery trifurcation aneurysm and tortuous anatomy, the subject device was placed in the aneurysm with protection of a hyperform balloon, but while rearranging position, resistance was encountered. Fearing stretching, the subject device was re-sheathed but the final segement of the main coil was not captured back and the entire system had to be removed. The main coil was found to have knotted and probable stretching proximally was noticed. Angio showed aneurysm had ruptured. Heparin reversed with protamin and remodelling balloon were used to occlude the middle cerebral artery until bleeding stopped. Pt electively ventilated and recovered with small limb weakness. Procedure outcome was satisfactory.